Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the console passed functional testing and all functions perform as expected, which could not establish a relationship between the device and report event. Probable root cause may include air in the inflow line. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that, it was not possible to continue debridement with versajet due to a malfunction. When saline is nearly dry the tube clamp is closed, bag is changed, tube unclipped, however the unit will not function (as if there is an air bubble) after changing bag. This has occurred multiple times (4-5 times) in the last two weeks. The procedure was completed without a significant delay using a competitor device. No other complications were reported.

Manufacturer narrative:
H3, h6: the device that was intended for in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. Probable cause maybe air in inflow line. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, it was not possible to continue debridement with versajet due to a malfunction. When saline is nearly dry the tube clamp is closed, bag is changed, tube unclipped, however the unit will not function (as if there is an air bubble) after changing bag. This has occurred multiple times (4-5 times) in the last two weeks. It is unknown how many patients were involved, how the procedure was completed or if there was a delay. No other complications were reported.